Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Several incidents of high out of range shock impedances have been noted and are reproducible when the patient holds their hands over head. A lead integrity or connection issue is suspected, and technical services (ts) recommended a revision. This rv lead remain in-service. No adverse patient effects were reported.